Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens appeared misshaped under the microscope. The iol was removed and replaced during the initial procedure. Additional information has been requested.